Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. No problem found. It was originally reported that the patient underwent a procedure and then one side was painful due to osteo-arthritis. However, it was later reported as a correction that the patient does not have any implants. Upon reassessment of the reported event based on additional information, this product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is further reported that the patient does not have any current implants. The request for tmjpm devices are for an initial implant procedure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6a ¿ implant date ¿ unknown month and day in 2019. D10 ¿ medical products. Item# ni, lot# ni; unk tmj system mandibular component. G2: foreign source: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00154.

Event description:
It was reported patient underwent a tmj procedure. One side is painful due to osteo-arthritis. However, the other side needs a revision of the tmj implant due to unknown reasons. The surgeon is planning a bilateral tmjpm implant system for the patient. Attempts have been made and additional information on the reported event is unavailable at this time.